Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the battery failure was the ¿age of the battery¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient used their patient programmer today and noticed power on reset (por). It was reviewed that the patient was implanted in 2011 and it was likely that the por was due to low battery. The patient also mentioned that all of a sudden she started having a lot of bladder pain. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the power on reset (por) was determined, the patient said battery failure. The battery will be replaced on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.